Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. The reported transmitter failure is being reported under (B)(4).

Event description:
Dexcom was made aware on 10/23/2017, that on (B)(6) 2017, the patient was hospitalized due to experiencing a low event. It was indicated that the patient was not wearing the dexcom system at the time of event due to waiting for a replacement transmitter. At the time of contact, the patient was doing okay. No additional patient or event information is available.